Event description:
Consumer purchased harmon replacement toothbrush heads for her phillips toothbrush and alleges that the head "catapulted off of the phillips toothbrush and cracked her teeth and she felt pieces of tooth in her mouth." Requested product from claim handler who retrieved it from the store.